Manufacturer narrative:
Per -(B)(4) final report additional information, including post primary and pre revision x-rays, operative notes, patient details and an update on the patient has been requested . It was also requested to be informed if the patient experienced a trauma prior to the revision. No additional information was provided. Without additional data, no investigation can be performed, and it is unknown whether the reported devices caused or contributed in any way to the patient's experience. Therefore, this case is now considered closed. Please note: should any additional information be provided then this case may be re-opened for further investigation. Please note: the date of the initial implant was corrected compared to the initial report. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Revision due to fracture of a revival stem.

Manufacturer narrative:
Per -(B)(4) initial report: additional information, including post primary and pre revision x-rays, operative notes, patient details and an update on the patient has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation.

Event description:
Revision due to fracture of a revival stem.